Manufacturer narrative:
Section h4: corrected manufacturer's investigation conclusion: the report of suspected pump thrombus could not be confirmed through the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6). Additionally, a direct correlation between (B)(6) and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the reported power elevations; however, the reported low flow alarm could not be confirmed. A specific cause for these events could not be conclusively determined through this evaluation. (B)(6) was returned assembled with the driveline (dl) cut approximately 1" from the pump housing and the distal portion of the dl was not returned. All parts of the sealed inflow conduit (the inlet tube, inflow conduit flex section, and inlet elbow), the outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned connected to the pump¿s outlet port. Upon disassembly of (B)(6), visual inspection of the blood contacting surfaces within the pump revealed no evidence of developed or adhered depositions or thrombus formations that would have contributed to a functional issue. The pump was cleaned, and the bearings, rotor and blood contacting surfaces were examined; no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline revealed no discontinuities or shorts. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process, and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas IFU (rev. C) lists device thrombosis and hemolysis as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This document also explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. The patient care and management section provides information on anticoagulation, including recommended international normalized ratio (inr) values. This section also outlines indications of pump thrombosis, as well as how to respond to such events. Section 1 "introduction" provides an explanation of pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook (rev. C): section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the symptoms of thrombus that were observed included dark urine, and increased shortness of breath/fatigue. There were no changes to patient condition or anticoagulation status that may have contributed and no recent changes to pump parameters.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted to the clinic for symptoms of pump thrombus on (B)(6) 2024, shortness of breath with volume overload and fatigue. Lactate dehydrogenase (ldh) resulted as greater than 4000 units per liter (u/l). The patient was also having hematuria and increased in creatinine. The patient was placed on a heparin drip, coke colored urine and an ldh of 6000 u/l while on a heparin drip were reported. The surgeons were planning a pump exchange for the morning of (B)(6) 2024. It was noted that the powers on the patients "elbow equipment" had been elevated. The physician had increased the revolutions per minute (rpm)s to make sure the left ventricle was unloaded. There were only a few low flow alarms but since increasing the power the low flow alarms had diminished. Imaging had been performed. The pump exchange was performed on (B)(6) 2024 and additionally log files were submitted for review. The log files captured a single unsustained power/flow elevation on (B)(6) 2024. There were no other unusual events. The patient was discharged home after the pump exchange.